Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was affected, exceeding 500 mg/dl, with the continuous glucose monitor reading "high." To address the high blood glucose, the customer administered a correction bolus through the pump without requiring third-party assistance and resumed insulin to resolve the issue. No additional information was received regarding the outcome of the event.